Event description:
Customer reportedly obtained results of 26mg/dl and 100mg/dl within 10 minutes on the same device. Customer also reports that there is a result of 1 in the device memory. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.